Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular . In addition, we confirmed that the image cloudy (not clear view), the control body corroded, the light guide cable leak, the light guide cable cut, the insertion flexible tube dented, the angulation down angulation decrease, and the angulation up angulation decrease; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).